Event description:
It was reported: a pt filled a portable liquid oxygen unit from a reservoir unit. When the portable unit was disengaged from the reservoir, the fill connector on the reservoir leaked liquid oxygen. No injuries occurred as a result of the incident. The homecare provider was called and the device was retrieved from the home.

Manufacturer narrative:
The device is undergoing eval. A supplemental report will be filed when our investigation is completed.